Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information requested but unavailable: what part of the jaw broke off of the device? Did the moveable top jaw break off? Did the electrode (on the lower non-moveable jaw) separate or break off? Did the detached part fall into the patient? Was the detached part retrieved from the patient? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that during an unknown procedure, part of the jaw broke off. Procedure completed with another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # m92u7d. Device evaluation: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A batch history record review was performed, and a nc was created during the manufacturing of this batch but was not related to the event description. Additionally, no defects or protocols related to the complaint were found during the manufacturing process.